Event description:
It was reported that during unpacking before use of a 3.5x23 mm rx xience xpedition stent delivery system (sds) when the tyvek pouch was opened the proximal shaft was noted to be separated. Reportedly, no resistance was felt and no force was applied when removing the sds from the dispenser. The device was not used and there was no patient involvement. Another 3.5x23 mm rx xience xpedition was used successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.